Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. No external damage or signs of fluid ingress were identified. The touch screen was replaced to resolve the malfunction and subsequent functional verification testing was completed without further issue. The unit was returned to service. The customer has elected to retain the replaced touch screen. It is unknown at this time if the device will be made available for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the touch screen of an s5 double head pump became unresponsive during priming. The user was unable to stop the pump. There was no patient involvement.